Event description:
It was reported that a user experienced hypoglycemia with a reported value of 39 mg/dl while using the ilet and subsequently overtreated the low, which was followed by hyperglycemia with a reported value of 3079 mg/dl. The user then performed a factory reset with guidance, and the pump stabilized glucose thereafter. Symptoms included sweating during hypoglycemia. Outcomes included a transient urgent low followed by high glucose, with no hospitalization. Investigation included technical support review, user education on hypoglycemia treatment, and device troubleshooting with a factory reset. Investigation of this case revealed user-related overtreatment as the likely precipitant of hyperglycemia, with the device functioning and capable of stabilizing glucose after reset. It was concluded, based on previously established findings for similar reports, that the cause was use error related to treatment of hypoglycemia.

Manufacturer narrative:
Initial.